Event description:
It was reported that during an unknown procedure and after there was a seal and cut on the uterine artery, the cut button was jammed and couldn't open the jaw. Doctor has to pull the enseal out with jaw close. There were no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # x95858. Video analysis: this is an analysis of a video submitted for evaluation. Video ((B)(4): the video provided by the customer shows an enseal device. During the video, the trigger and the cut button get stuck and these did not return to the home position when the user releases them. No conclusion could be reached as to how this issue occurred through video analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with the opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.